Event description:
The event involved chemolock port vented bag spike. The customer reported the following issue: ¿at the pharmacy (centralized reconstitution unit): use of the spike with a pouch 500 ml of 0.9% nacl: perforation of the bag without incident. Addition of cyclophosphamide: not incident. Sending the bag to the user service (day hospital). Before installation on the line of patient's infusion, the nurse notices a leak at the spike and contacts the pharmacy. The bag is recovered, upon receipt the spike is in several pieces. Time between preparation and observation of the incident: 2 hours. A second bag is prepared identically, without incident at the pharmacy. Observation of a leak after setting up the infusion in the healthcare department (preparation/reporting time: 1 hour 30 minutes). Bag returned to the pharmacy for expertise: the spike breaks during examination. Preparation of a third bag without chemolock¿. The lot number was not traced during preparation, following lots in stock potentially incriminated: 14847960 (per: 01/01/2031) or 14782291 (per: 01/11/2030) or 14792806 (01/11/2030). Impact: loss of time and cost (3 preparations instead of one), exposure to a cytostatic for nursing staff and patient, delay in administration of chemotherapy, disorganization of care¿. The leak was noticed when the bag was connected, just before the start of the infusion. No one was injured. The patient received the full planned dose since a third bag was prepared (the first two were not administered). Neither the patient nor any healthcare personnel came into contact with the anticancer drug. No physical defects in the device were observed. There was patient involvement. The issue was reported to ansm ¿ national french regulatory agency. Two sample photos provided showing the two devices broken.

Manufacturer narrative:
The device has been received for evaluation; however, investigation is not yet complete.h4 - device MFR date is unknown.lot number unknown, but possible lot numbers are 14847960, 14782291, 14792806.